Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with stopper defective. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with stopper defective. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Manufacturer narrative:
Investigation summary: one picture sample was received for evaluation by our quality engineer. Upon visual inspection of the picture, it can be observed that the stopper is not completely assembled to the plunger rod. Through the picture, it cannot be determined if any damage or molding defects are present in the plunger. A device history record review did not reveal any anomalies during the production of lot number 1802231 that could have contributed to this defect. According to the complaint report, the syringe had previously been used and the stopper disassembly was observed during the second use. Product code 300865 syringes are designed for single use, as indicated on the blister packaging. As the syringe was used for a second time, the functionality of the syringe cannot be confirmed. Investigation conclusion: according to event description the syringe has not any defect the first time it was used and it resulted disassembled during the second use. Syringes of reference (B)(4) are single use according to design and it is indicated on graphic of the blisters so, since they have been used for second time, functionality of the syringe cannot be confirmed after this second use. In addition bd plastipak syringes are designed for a prompt use after being filled not for storage.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with stopper defective. There was no report of injury or further medical intervention.